Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg and was reportedly doing well. No further course of action.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to fu #1 MDR: should have been additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.